Manufacturer narrative:
Exact explant date is unknown as abbott representatives were not present for the procedure.

Event description:
Additional information indicates surgical intervention was undertaken the last week of (B)(6) 2020 wherein the system was explanted. Exact explant date is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken in the future.